Event description:
A physician reported that a pt developed infection post-operatively after the use of gelfoam sponge. In 2001, the pt underwent surgery on the middle ear. Following surgery, contact dermatitis was noted and thought to be related to antibacterial ointment. An allergy test determined that the pt was not hypersensitive to gelfoam. On event date, the pt was seen in the physician's office for blood drainage from the affected ear. Cultures of the drainage initially revealed a fungal infection and later revealed methyl resistant staph aureus. The pt was hospitalized for 2 days and treated with vancomycin. The physician stated that the infection appears to be localized to the ear. The pt has not experienced fever or an elevated white blood cell count. As of april 2001, the event was not resolved.